Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The top housing was observed to be discolored. Upon opening the pod housing, corrosion was observed on multiple internal components including the mechanism rails, reservoir cap, catch beam, commutator cap, and the pcb. A leak test was completed. Fluid was observed to be leaking from a tear on the internal portion of the soft cannula. Multiple attempts were made to download the pods data and all three of the pod batteries were found to have lower than expected voltages, and the pods data was unable to be downloaded. Due to the internal tear on the soft cannula, fluid was unable to flow through the complete fluid path and allowed for fluid to leak into the internal components of the device, causing the observed corrosion and data loss. However, the investigation could not conclusively determine if this observed tear contributed to the reported leaking during wear event. Inspection of the device found blood on the adhesive pad and the soft cannula. The formed needle, soft cannula, and bottom housing were inspected for damages and deficiencies that could contribute to bleeding at the infusion site. No issues were found. The exact cause of the bleeding event could not be determined. The observed internal cannula tear is related to action #98586. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone14.7, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 280 mg/dl after approximately 1-4 hours of wear on the abdomen. It was further noted that an insulin leak was observed during wear, and bleeding was observed at the infusion site upon pod removal. The patient applied a new pod and successfully resumed therapy, reporting a decrease in blood glucose with the new pod. The device was returned for investigation, and an internal cannula tear was identified.